Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an unspecified product performance issue. Technical services (ts) recommended have a device check performed prior to proceeding with the patient's magnetic resonance imaging (MRI). This ICD remains in service. No adverse patient effects were reported.